Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 200 ohms. A vector breakdown was performed, and there appeared to be an issue with the proximal coil. Boston scientific technical services (ts) discussed reprogramming options, and recommended performing non-invasive programmed stimulation (nips) to test the integrity of the system. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported.